Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that shortly after a pump refill/on the way home in the car the patient experienced sudden withdrawal/withdrawal symptoms. The patient knew they were those symptoms because in the past the pump reportedly stalled and they went through withdrawal so the patient knew what the symptoms felt like. (Refer to manufacturer report # 3004209178-2014-17929 for the stall/previous withdrawal event). They were suspecting a problem with the drug infusion system but it was also noted it could be a medical issue unrelated to the system like an actual flu/cold. There were no audible pump alarms and the event logs were normal. It was noted the health care provider (hcp) office was well versed with the drug infusion systems. They didn¿t want to do a catheter dye study because of the high drug concentration and the isotope they had for the radiolabeled indium dye study only lasted for 6 hours. They planned to assess the drug infusion system at 6 hours, 12 hours, 24 hours and 48 hours according to the reporter so they had to order a nuclear dye that would last for 4 days. In terms of the nuclear medicine, the hcp didn¿t feel comfortable the day prior to the date of this report date doing the study because he wasn¿t familiar with enough of them. The device system was used to deliver fentanyl. No further information including additional actions, patient outcome or event outcome were provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.